Event description:
It was reported that during preparation, the ureteral stent was found fractured. The procedure was completed with another of the same device. The patient condition following procedure was stable. Additional information was received on january 15, 2025, that the coil was detached from the stent.

Manufacturer narrative:
Correction: additional information was received from the complainant on january 15, 2025, stated that the coil was detached from the stent. Due to the additional information received, the event is no longer considered reportable. Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks b5 and h6 have been updated based on additional information received january 15, 2025.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during preparation, the ureteral stent was found fractured. The procedure was completed with another of the same device. The patient condition following procedure was stable.